Event description:
It was reported that there was failed coverage and it required a revision. It was noted that the event was related to the lead and the recharging process. The clinical diagnosis was ¿left blank.¿ it was noted that the event required a lead revision. It was noted that the event resolved without sequelae.

Event description:
Additional information indicated the clinical diagnosis was failed coverage. The patient noted shocking sensation. The original placement was too high so they moved the lead position.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was failed coverage to left leg pain. The original placement was too high, the lead was position was moved down approximately 2 spinal segments and was more midline in location. The etiology was noted as related to the device or therapy and related to the implant procedure. Signs and symptoms included that the patient was not getting paresthesia in the area where the patient had pain which was the left leg.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4) implanted: (B)(6) 2013, product type: lead. Updated methods, results, and conclusion codes due to imdrf harmonization. If information is provided in the future, a supplemental report will be issued.